Event description:
Boston scientific received information that the patient with this right ventricular (rv) and left ventricular (lv) lead, received shock therapy from their associated cardiac resynchronization therapy defibrillator (B)(4). During follow-up interrogation, a shorted shock warning message appeared and impedance measurements with all leads was observed as out of range, low. The patient remained hospitalized, scheduled for a device and possible rv lead replacement; however, no adverse patient effects had been reported. Subsequently, information was received that a device replacement procedure had been performed. The associated crt-d (B)(4) was explanted-see report 2124215-2011-18091. During the replacement procedure, lead measurements using a competitor pacing system analyzer (psa) were observed as normal and stable. A new boston scientific device (B)(4) was then implanted and all leads reconnected. Again, normal values were observed and thus, no chronic leads were replaced. Boston scientific internal technical services reviewed save-to-disk information, discussing the significance of the <20 ohms shock impedance measurement. Since the initial low shock value had been displaced, daily measurements prior to device replacement, had all been continually under 20 ohms. Additionally, it was observed that rv pacing impedances had been trending down, over the past year; however, not out of range. The procedure was successfully completed with the (B)(4) device and the chronic boston scientific right ventricular and left ventricular leads. The associated right atrial lead was noted as a competitor model. The patient was then discharged; however, expired approximately 1.5 weeks later. A post mortem interrogation revealed the (B)(4) device had a battery status at end of life (eol). The rv and lv leads were cut approximately 5 cm from the device header and are expected to be returned for laboratory analysis. No cause of death was communicated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead segment was performed. Visual inspection confirmed the lead had been severed 13 cm from the is-1 pin, with only the proximal segment received for analysis. Engineers assessed electrical performance and integrity of the returned segment. Measurements throughout these tests were within normal limits; concluding, the lead segment had been electrically continuous. Microscopic inspections of the terminal pin, found no anomalies. As only a segment of the lead had been returned for testing, laboratory testing was unable to reproduce the reported clinical observations. All conductive paths of the returned segment were electrically continuous and did not reveal any abnormalities.

Manufacturer narrative:
Following the partial lead return, this event will be further updated.